Event description:
During review of the event history log, "system error 322" was discovered. This suggests a device malfunction. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper latch switch was failing. This part is a known contributor to "system error 322" alarms and has been satisfied through the replacement of the upper auxiliary.